Event description:
Event description boston scientific received information that this ventricular lead triggered the lead safety switch to occur due to an impedance >2500 ohms. High thresholds >5.0 v were noted as well. The atrial lead was surgically abandoned also, due to noise causing inapporpriate mode switching.